Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was unknown. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they received a second series of beeps but no numbers insulin appeared on the display. The product was returned for analysis.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart and displacement tests but alarmed compromised force sensor system error alarm during the basic occlusion test due to the loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.